Manufacturer narrative:
Medications: latanoprost, timolol maleate, heparin, digoxin, dorzolamide, triamteren.

Event description:
On (B)(6) 2007, the patient underwent treatment of an abdominal aortic aneurysm with four gore excluder aaa endoprostheses. On (B)(6) 2011, the patient underwent treatment of a proximal type I endoleak with a gore excluder aaa endoprosthesis for proximal extension. The cause of the endoleak is unknown. Aneurysm enlargement was not reported. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4).